Manufacturer narrative:
H4: the lot was manufactured july 12-13, 2023. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. Evidence of continuous flow of fluid was observed during the functional flow test. The reported condition was not verified. The device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow (delivery stopped) through a small volume infusor. This was observed after approximately 46 hours of patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.